Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the bipolar energy did not work only on the universal surgical manipulator (usm1). The fse replaced the universal surgical manipulator (usm1) to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was no bipolar energy from the erbe generator. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse asked the customer to try another instrument, cautery cable, and the second bipolar port to no avail. Activation sound was audible and erbe did not give any error codes. Surgeon felt there was no effect to the instrument. Effect was also increased on the erbe to no avail. The tse reviewed the logs and there were no erbe-related issues. The procedure was completed with another external generator and foot pedals. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm1) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the error was confirmed and replicated. The unit was tested on a pftp failing the fiber test on the clockspring. A gold clockspring fiber was installed and the unit passed all required testing. The complaint was confirmed based on failure analysis

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information on 23-aug-2024: sometimes the bipolar did not work properly on universal surgical manipulator (usm) 1. There were no problems on usm2, usm3 and usm4. After the usm1 replacement, the bipolar worked without any problems.

Event description:
Refer to h10/h11 for follow-up information.